Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra 2 meter does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began at 9.30 pm on (B)(6) 2019. He reported that he manages his diabetes using insulin (self-adjuster), and that he made no changes to his normal diabetes management in response to the alleged issue. The patient alleges that 24 hours after the issue started, he developed symptoms of "dizziness and frequent urination", the patient confirmed no treatment was received or required. During troubleshooting, the csr noted it was not the first time the meter was being used, and that the correct test strips were being used. There was no evidence of misuse of the product. Csr noted that when troubleshooting was carried out with the patient, that when a test strip was inserted, the meter did not turn on and when the power button was pushed the meter did not turned. Based on the information obtained there is no evidence that the batteries require changing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.